Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the leak was clenz and diluent only. The fse discovered that the leak was coming from a disconnected tubing at the top port of the upper sheath restrictor. The fse replaced the tubing and cleaned up the liquid spill. Failure mode of the leak is related to disconnected tubing at the top port of the upper sheath restrictor. The instrument generated sheath tank and low vacuum errors alerting the customer to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that approximately 20 mls of blue fluid leaked on the loading bay side of the rocker bed in the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The instrument generated sheath tank and low vacuum errors. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event. No samples were able to be run due to sheath tank and low vacuum errors.